Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that resistance was felt when advancing the involved destination device into the patient. When they withdrew the product, it was found that the guiding sheath had a broken distal tip. The event occurred intra-operative.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 8fr destination sheath with its dilator fully inserted was returned for evaluation. The tip of the sheath was visually assessed. It was deformed with the tip crinkled inwards and fraying at the tip edge. The complaint can be confirmed for deformation of the sheath tip based on the condition of returned device. The exact root cause could not be determined. Historically, deformations of the sheath tip occur during insertion, as the destination sheath tip is atraumatic and designed to prevent damage to the artery if faced with resistance. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Additional information was received on 11 jul 2023: procedure taking place when the issue occurred was a subclavian stent implantation. No damage was noted to the sheath prior to advancement into patient. The patient anatomy was not tortuous when advancing the destination sheath into patient. There was no injury incurred for the patient due to this event. The broken sheath issue resolved for the patient to continue the procedure as intended by replacing with another one. The patient condition was stable. There was no reported blood loss.